Event description:
The manufacturer received information alleging a ventilator inoperative error code was found on a bipap a30 device. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device at third-party service center, the third-party service technician observed the error code, parameter settings corrupted and/or electrically erasable programmable read-only memory (or eepem) on printed circuit assembly (pca) was just replaced (e-017), in the device's error log. The third-party service technician further evaluated and determined the pca board had caused the error code to occur on the device. In conclusion, the device's pca board needs replaced to address the issue. The root cause is confirmed at this time. The device was scrapped per the customer request. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the pca needs replaced for another error code, defective electrically erasable programmable read-only memory (or eepem) (e-020) was observed on the device's error log, which was unrelated to the reportable issue.